Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up received on 11-may-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps. She also reported loss of ovary and loss of fallopian tube (interpreted as salpingo oophorectomy). Event cramps, interpreted as cramp in lower abdomen, is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, she also had reoccurring cysts (interpreted as ovarian cysts) which could be an alternative explanation for the cramps. However, given the nature of the event cramps and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information could be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060515) in united states on (B)(6) 2016. The consumer had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. On an unspecified date the consumer experienced cramps, reoccurring cysts, constant headaches, muscle aches, constant infections, bloating, dizziness, nausea and felt light-headed. The consumer also reported loss of ovary and loss of fallopian tube. She stated all these events started after having the coils placed, those were never issues before then. Hospitalization, disability/permanent damage, required intervention and important medical event were mentioned as event outcome but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps. She also reported loss of ovary and loss of fallopian tube (interpreted as salpingo-oophorectomy). Event cramps, interpreted as cramp in lower abdomen, is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, she also had reoccurring cysts (interpreted as ovarian cysts) which could be an alternative explanation for the cramps. However, given the nature of the event cramps and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.